Manufacturer narrative:
(B)(4). To date the incident unit has not been received for eval. If the generator is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a gynecological procedure, a spark from a reusable pencil was noticed. The spark caused a burn on the pt's abdomen. The burn was described as small and it is unk how the burn was treated. The customer reported that the pencil had been placed on the pt, but the electrode had not touched the pt's skin. There was also a covidien footswitch in use at the time of the incident and an unk type of surgical scope.